Event description:
The customer reported to olympus, the flex video scope had a defective lever. The issue was found during an unknown event. The device was returned for evaluation. During the device evaluation, foreign material was found in the distal end. There were no reports of patient harm. This medical device report (MDR) is being submitted to capture the reportable malfunction found during evaluation.

Manufacturer narrative:
The device was returned for evaluation. In addition to the reportable malfunction identified in b5, the following non-reportable findings were found during evaluation: the switch box had a dent, the suction cylinder had no color, the forceps channel port had a dent, due to a cut on knob-wire forceps skip or sway on the upper half of the endoscopic image, the light guide lens had a crack, adhesive on the distal sheath was detached, the connecting tube had a cut, the distal end was shaved, the distal end had residual liquid, the adhesive around objective lens had a crack, and there was corrosion around the forceps elevator arm. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if any additional information is provided by the user facility.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the reported event is unable to be determined. However, the cause of the event is likely due to reprocessing was not conducted properly due to shaving of the distal end. The event can be detected and prevented by following the instructions for use (IFU) sections: IFU states that detection method in tjf-q190v operation manual chapter 3 preparation and inspection. IFU states that preventive measure in tjf-q190v reprocessing manual chapter 5 reprocessing the endoscope. Olympus will continue to monitor field performance for this device.